Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: this device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure for osteoarthritis (oa) the battery oscillator device stopped working when cutting the posterior femur. It was reported that before the surgery, when the user checked the oscillator device, it worked properly. It was reported that when cutting the distal femur, proximal tibia, and anterior femur, the oscillator device also worked properly. However, during the cutting the posterior femur, the oscillator ceased to function. It was reported that the user changed the battery, but the event did not improve. It was reported that the user used a reciprocating saw with a standard guide to cut the posterior femur, chamfer, and patella. It was reported that the procedure was completed successfully without any surgical delay. It was reported that after the surgery, the oscillator did not work at all. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.